Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that during an infusion of cisplatin, the infusion nurses are having an issue with the pump pulling fluid from the primary bag despite lowering with 3 hangers and clamping the tubing. The cisplatin secondary bags do not have mannitol. If mannitol is added, then priming occurs with a primary set that has an in-line filter. Although requested, no further information has been received.